Event description:
Caller reported a malfunction on the pump, identified with malfunction code malf 12, though no notable events occurred prior to the issue, and the customer's blood glucose level did not adversely impact. Customer did not report or reset the pump for this malfunction within the last 24 hours, but there were at least three occurrences of the same issue with the current pump. Customer's actions included accepting instructions from customer technical support (cts) to enter storage mode, return the defective pump within 10 days to avoid charges, and program the settings into the replacement pump, which would have the software version 7.10.2. Cts confirmed the shipping address and advised the customer to reconnect their cgm to the replacement device, ultimately sending a replacement pump to resolve the situation.